Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose was unknown mg/dl. The customer stated piston blocked, impossible to move and rewind is impossible.

Manufacturer narrative:
No rewind anomalies noted during testing. The insulin pump passed displacement test, rewind test and basic occlusion test. Unable to prime during prime test due to slight moisture damage on force sensor. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.